Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the customer had an issue with high blood glucose the entire month. The site is coming off and customer is changing every day or every other day. The tubing is also kinking and being matted up out of the packaging. Customer's blood glucose has been up in the 500's mg/dl. Caller stated that when he talked to his daughter around lunch, her blood glucose was 287-290 mg/dl. Customer's father called back and stated that the customer's last blood glucose reading was 245 mg/dl. Customer changed the set 15 times last month and there was a no delivery alarm. Customer had bent cannulas and blood on site. Customer's blood glucose was now 80 mg/dl. Troubleshooting was performed and the customer stated that the cannula was occluded. Customer was advised to do a complete set change.